Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failed and required maintenance. A field service engineer (fse) observed multi-clicking of the latch while pharmacy attempted to recover a failed tower door 3 and replaced the tower latch unit on door 3, as well as on doors 1, 2, and 4. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower hardware failure occurred and maintenance was required. The tower door 3 was making a clicking noise when opened. Although the door was recovered and a maintenance reboot was performed, the door failed again and remained in a failed state. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.